Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed power system error. The customer's blood glucose was unknown at the time of incident. The customer states the alarm returned every four hours. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected battery power error noted during testing. However, battery power error and low battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error.